Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 31-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced eight different incidents, which were associated with separate units, involving eight different patients. This is the fifth of eight reports. Refer to 8030647-2018-00320 for the first patient. Refer to 8030647-2018-00321 for the second patient. Refer to 8030647-2018-00322 for the third patient. Refer to 8030647-2018-00323 for the fourth patient. Refer to 8030647-2018-00325 for the sixth patient. Refer to 8030647-2018-00326 for the seventh patient. Refer to 8030647-2018-00327 for the eighth patient. It was reported that the flex connector came away while changing the patient's body position. The suction catheter was immediately replaced with no impact to the patient.